Event description:
The customer contacted baxter's technical service center to report an issue system error (se) 2240 (air in set) found on home choice (hc) device during initial drain . The baxter technical representative (tsr) explained the alarm , instructed the home patient (hp) to start over with new supplies and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A 510k number is updated. The reported issue of se 2240 alarm was not confirmed and the cause was undetermined. A batch review was performed with no issues noted and no exceptions noted.